Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and the catheter stopped irrigating during use. No irrigation pump was used. A simple equipment with ¿pressurizing bag¿ was used with the pentaray. Changes were made to the pressure bags and equipment, but they were not successful. It was necessary to replace the catheter, and the procedure followed without complications for the patient. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31339723l, and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and the catheter stopped irrigating during use. No irrigation pump was used. A simple equipment with ¿pressurizing bag¿ was used with the pentaray. Changes were made to the pressure bags and equipment, but they were not successful. It was necessary to replace the catheter, and the procedure followed without complications for the patient. No adverse patient consequence was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).